Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor passed per specifications with accurate readings however; unable to confirm the insertion needle complaint due to the customer did not return the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.